Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the spo2 alarms were deactivated by a nurse who forgot to reactivate the alarms; therefore, no alarm was generated for a patient desaturation and nursing staff was unaware of the change in condition. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A clinical product specialist reviewed the data and confirmed that the device worked as specified. Based on the information available and the testing conducted, the cause of the reported problem was the user. The reported problem was not confirmed. We advised the customer via formal response letter that we do not have a setting that will automatically switch on the alarm for the spo2 measurement after a configurable time. This request was entered as customer feedback. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported the spo2 alarms were deactivated by the nurse, who forgot to reactivate the alarms; therefore, no alarm was generated for a patient desaturation and nursing staff was unaware of the change in condition. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the spo2 alarms were deactivated by a nurse who did not reactivate the alarms; therefore, no alarm was generated for a patient desaturation and nursing staff was unaware of the change in condition. The device was in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.